Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: ora contraceptives. Concurrent conditions included dvt since 2004 and menorrhagia. Concomitant products included warfarin sodium (coumadin) since 2004. In (B)(6) 2005, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced urinary tract infection ("uti"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dermatitis allergic ("allergic or hypersensitivity reaction type: skin rash"), abdominal distension ("bloating"), irritable bowel syndrome ("ibs") and inflammation ("allergic or hypersensitivity reaction type: skin rash, inflammation"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal distension, irritable bowel syndrome and abdominal pain had resolved and the dermatitis allergic, urinary tract infection, allergy to metals and inflammation outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, dermatitis allergic, inflammation, irritable bowel syndrome, pelvic pain and urinary tract infection to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2005: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2019: plaintiff fact sheet received. Events: allergic or hypersensitivity reaction type: skin rash, uti, nickel allergy, pain, bloating, ibs, abdominal pain, inflammation. Event outcome was updated for the events: pain, abdominal pain, bloating, ibs. Lab data was added. Essure model number was updated from ess305 to ess205. Concomitant drug and condition was added. Reporter information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('multiple fragments of pliable coiled metal') and pelvic pain ('pain') in a 43-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure placement and endometrial ablation was performed on the same day" on (B)(6) 2005. The patient's medical history included cryoablation, uterine bleeding, neck pain, gallbladder removal, blood transfusion, rotator cuff tear, numbness, rectal bleeding and impingement syndrome shoulder. Previously administered products included for an unreported indication: oral contraceptive. Concurrent conditions included dvt since 2004, menorrhagia, endometrial ablation, haemorrhage nos, recurrent urinary tract infection, dysuria, microscopic hematuria, urethritis, eyelid rash, skin disorder, eczematous dermatitis, shoulder pain, loose stools, chronic diarrhea, rash, chest pain, left lower quadrant pain, reflux esophagitis, hiatal hernia, lightheadedness, abdominal discomfort, disease hepatocellular and simple renal cyst. Concomitant products included betamethasone dipropionate (diprolene af), biotin, fish oil, ipratropium, levofloxacin (lovenox), mometasone furoate (flonase), omeprazole, tacrolimus (protopic), warfarin and warfarin sodium (coumadin) since 2004. In (B)(6) 2005, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced urinary tract infection ("uti"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dermatitis allergic ("allergic or hypersensitivity reaction type: skin rash"), abdominal distension ("bloating"), irritable bowel syndrome ("ibs") and inflammation ("allergic or hypersensitivity reaction type: skin rash, inflammation"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device breakage, dermatitis allergic, urinary tract infection, allergy to metals and inflammation outcome was unknown and the pelvic pain, abdominal distension, irritable bowel syndrome and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, dermatitis allergic, device breakage, inflammation, irritable bowel syndrome, pelvic pain and urinary tract infection to be related to essure (ess205). The reporter commented: essure confirmation test: status post essure procedure. Left fallopian tube is patent (category: 3 occlusion). The patient should remain on alternative contraception for 3 more months and have a repeat hsg at that time. Insertion details: left- four coils, right- six coils in the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): colonoscopy - on (B)(6) 2014: the examined portion of the ileum was normal. The entire examined colon is normal. Biopsied.. Hysterosalpingogram - on (B)(6)2005: results: total bilateral occlusion.. Concerning the injuries reported in this case ,the following ones were confirmed in patient medical records: utis. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-oct-2020: quality-safety evaluation of ptc. Incident based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('multiple fragments of pliable coiled metal') and pelvic pain ('pain') in a 43-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure placement and endometrial ablation was performed on the same day" on (B)(6) 2005. The patient's medical history included cryoablation, uterine bleeding, neck pain, gallbladder removal, blood transfusion, rotator cuff tear, numbness, rectal bleeding and impingement syndrome shoulder. Previously administered products included for an unreported indication: oral contraceptive. Concurrent conditions included dvt since 2004, menorrhagia, endometrial ablation, haemorrhage nos, recurrent urinary tract infection, dysuria, microscopic hematuria, urethritis, eyelid rash, skin disorder, eczematous dermatitis, shoulder pain, loose stools, chronic diarrhea, rash, chest pain, left lower quadrant pain, reflux esophagitis, hiatal hernia, lightheadedness, abdominal discomfort, disease hepatocellular and simple renal cyst. Concomitant products included betamethasone dipropionate (diprolene af), biotin, fish oil, ipratropium, levofloxacin (lovenox), mometasone furoate (flonase), omeprazole, tacrolimus (protopic), warfarin and warfarin sodium (coumadin) since 2004. In (B)(6) 2005, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced urinary tract infection ("uti"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dermatitis allergic ("allergic or hypersensitivity reaction type: skin rash"), abdominal distension ("bloating"), irritable bowel syndrome ("ibs") and inflammation ("allergic or hypersensitivity reaction type: skin rash, inflammation"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device breakage, dermatitis allergic, urinary tract infection, allergy to metals and inflammation outcome was unknown and the pelvic pain, abdominal distension, irritable bowel syndrome and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, dermatitis allergic, device breakage, inflammation, irritable bowel syndrome, pelvic pain and urinary tract infection to be related to essure (ess205). The reporter commented: essure confirmation test: status post essure procedure. Left fallopian tube is patent (category:3 occlusion). The patient should remain on alternative contraception for 3 more months and have a repeat hsg at that time. Insertion details: left- four coils, right- six coils in the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): colonoscopy - on (B)(6) 2014: the examined portion of the ileum was normal. The entire examined colon is normal. Biopsied.. Hysterosalpingogram - on (B)(6) 2005: results: total bilateral occlusion.. Concerning the injuries reported in this case ,the following ones were confirmed in patient medical records :utis. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2020: medical record received. Events added: multiple fragments of pliable coiled metal, essure placement and endometrial ablation was performed on the same day. Reporters information and rcc were added. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.